Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) was associated with a balloon rupture while in use on a patient. There were no patient harm or injury was reported.

Manufacturer narrative:
Other contact phone number:(B)(6). Updated field: b4, d9, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse inspected the device and no problems were found. The device passed all performance and function tests.